Manufacturer narrative:
Unique (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable test results on one patient sample using the crphs cardiac c-reactive protein (latex) high sensitive assay (crp-hs) on the cobas 8000 c 502 module when performing a precision test. The customer stated that some results were released outside the laboratory to the physician; however, the customer was unable to specify which results were released. All results are in units of mg/l. The crp-hs results were 1.32, 1.40, 1.43, 1.02, and 1.75. The known concentration of the patient sample was 1.20. There was no allegation that any action was taken based upon the released results, nor that an adverse event occurred. The crp-hs reagent lot number is 138613; the expiration date was not provided. The customer was using a modular crp-hs reagent (designed for the roche modular p system) on a development channel on the roche c502 analyzer at the time of the results. The customer stated that quality control (qc) results with the core system crp-hs reagent are typically acceptable. However, when using the modular crp-hs reagent on a development channel in parallel with other modular reagents, the qc and patient results are varied. In the customer's laboratory, they use the modular crp-hs reagent for patient results. The field service representative found a dripping rinse nozzle. He exchanged the solenoid valves and confirmed that the module met specification. The specific root cause for this issue was the dripping rise nozzle. The issue was resolved by the service activities.